Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch 20336139. The unit returned has the balloon detached, as part of overall visual revision. The balloon is detached/separated from the catheter; the balloon was not returned. The inner radio opaque (ro) markers inside the balloon was inspected for any sharp edge, but they did not show abnormalities. Functional testing cannot be performed based on the returned condition of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the aorta. A 27/7/2/65cm equalizer¿ balloon catheter was advanced to dilate the lesion. However, during inflation the first inflation at 15 atmospheres for few seconds, the balloon ruptured and the balloon was detached. The balloon was retrieved in the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the aorta. A 27/7/2/65cm equalizer¿ balloon catheter was advanced to dilate the lesion. However, during inflation the first inflation at 15 atmospheres for few seconds, the balloon ruptured and the balloon was detached. The balloon was retrieved in the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.